Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. As a result, the other grip cable became loose. The broken cable segment that contains the crimp was missing. The root cause of this failure is attributed to a component failure. The stapler instrument was placed and driven on an in-house system. The stapler passed initialization. The instrument clamped, fired and unclamped without any issues. A review of the logs showed no errors. This instruments grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. This was caused by the broken grip cable. The root cause of this failure is attributed to a component failure. Also, the instrument was found to have the yaw plate broken. The yaw plate web was bent outwards towards the fire cardan. The root cause of is typically associated with mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a broken pivot pin. There was no missing material. The root cause of this failure is associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the customer had issues with the cable popping out of the jaw hinge of the endowrist stapler 30 instrument. The procedure was completed with no patient harm.